Event description:
Technical services received a call on (B)(6) 2011. Caller stated that they are extracting this lead due to pocket infection. The physician is dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).